Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.analysis confirmed normal device characteristics.

Event description:
It was reported that the atrial lead had a coil fracture and helix mechanism problem. The lead was capped and replaced.